Event description:
It was reported that the burr became stuck with the guidewire. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During the procedure, when advancing the burr, it was noted that the device got stuck in the guide along with the rotawire. Consequently, when the physician tried to advance it, friction was felt between the wire and the inner lumen of the burr. The unit was removed and the physician tried to detach the rotaburr and rotawire which ended up damaging both devices. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the burr became stuck with the guidewire. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During the procedure, when advancing the burr, it was noted that the device got stuck in the guide along with the rotawire. Consequently, when the physician tried to advance it, friction was felt between the wire and the inner lumen of the burr. The unit was removed and the physician tried to detach the rotaburr and rotawire which ended up damaging both devices. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Microscopic and visual inspection of the wire found multiple small kinks at the proximal end of the returned portion of the wire and that the wire was separated at the proximal end. Functional test was performed. The rotawire was able to be removed but was not able to be reinserted due to the multiple kinks at the end of the wire. Dimensional inspection on the overall length revealed that it was unable to take full length measurement, 140cm from the distal tip was returned. Od (outer diameter) of distal tip: 0.0125 inch and od of middle of the device: 0.0090 inch were within specification. However, the proximal od unable to be taken as the proximal portion of the wire was not returned.